Event description:
The manufacturer service technician reported that the device had run on while it was being serviced at the manufacturer facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.